Event description:
(B) (4). Same case as 2134265-2010-01483 it was reported that following a coronary artery stenting procedure the patient experienced angina. The lesion being treated was located in the mid left anterior descending (mid lad) artery. The physician implanted two (3.00x12mm and 2.75x16mm) taxus express2 study stents. There were no reported complications. At the 2 year follow-up the patient developed stable angina.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).